Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the infusion pump alarmed with error code 41541. This alarm indicates potential problem with an inoperable latch/lock optic flex sensor. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed a system fault error (41541). No service history was identified within the past 12 months. Visual inspection showed no anomalies. Functional testing determined that the lock sensor was defective. The complainant¿s allegation was confirmed, and the cause of the reported issue was attributed to the defective lock sensor.